Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 200cc saline breast prosthesis, cat. #3501625, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast augmentation procedure with a mentor smooth round moderate profile 200cc saline breast prosthesis that deflated after implantation. Deflation was discovered visually by the patient. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor received additional information about the event. The patient had a mammogram performed on (B)(6) 2019 that showed calcified implant capsules bilaterally. Patient code 1758 for calcification has been added. A separate medwatch report will be submitted for the calcification in the right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05/15/2019, mentor received additional information about the event. The patient will undergo explantation on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/25/2019, mentor received additional information about the event: the patient had her removed breast prostheses replaced with mentor smooth round moderate profile 200cc saline breast prostheses. The suspect medical device was discarded after explantation. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).